Event description:
The customer, reported to the sales rep, that the smart toe "eye" did not open wide enough on the proximal side. The sales rep reported that a replacement was available but the surgeon used a different technique.

Manufacturer narrative:
Evaluation summary: the reported event that the implant did not expand could not be confirmed since the returned device is conforming to specification. Therefore, the case could be classified as a non-issue. The action taken to avoid bad expansion feeling was: "in surgical technique: add recommendation to use of sterile saline to get full expansion prior to suture the patient." See extract from the op tech attached in phase 3. With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98, 6°f) to 40°c (104°f). We can conclude the root cause of this complaint is related to use.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer, reported to the sales rep, that the smart toe "eye" did not open wide enough on the proximal side. The sales rep reported that a replacement was available but the surgeon used a different technique.